Event description:
Customer's mother reported via phone call that air bubbles in the reservoir were found. It was stated that the bubbles are located between the o rings in the reservoir. Customer would change the reservoir and continue using reservoirs from the same lot and will call back if issue occurs again. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.